Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. However, customer declined physio's repair offer due to costs. The cause of the reported failure could not be determined.

Event description:
During testing, it was found that the device would not deliver charged energy with a simulator and logged an event code in the memory. There was no patient use associated with the event.